Manufacturer narrative:
The alleged event is not confirmed. The liberty cycler set was discarded by the patient. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient contact reported that during drain 0 of treatment, the patient line disconnected from the patient's catheter resulting in a fluid leak. The cycler did alarm with a drain complication. Follow up with the patient's peritoneal dialysis nurse indicated that the was prescribed prophylactic antibiotics and that the patient remained asymptomatic. The complaint sample was discarded.